Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing separated after the infusion was completed and the nurse was removing the tubing from the pump to disconnect from the patient. There was no patient harm. The customer provided an incomplete date of event as (B)(6).

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing separated and leaked after the d5w, ivig, and blood infusions were completed and the nurse was removing the tubing from the pump to disconnect from the patient. There was no patient harm.